Event description:
Ous MDR - this device was explanted because it was found to be in back-up mode twice. The pt was being treated with chemotherapy (prostrate). After the second time, the device failed to shock and was found to be eri.

Manufacturer narrative:
Ous MDR.